Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, loss of capture was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure.